Event description:
On (B)(6) 2010, competitor reported the patient's mother stated the patient's last infusion set had a hole in the infusion tubing as if it was punctured near the luer lock and insulin was leaking out. Competitor stated the patient's mother reported the patient's blood glucose was in the 400's mg/dl due to the hole but they did not call at the time. Competitor reported the mother stated they did not test for ketones. Patient is using the competitor's infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.